Event description:
Wh-2 dissecting tool broke during a metal cutting procedure. The broken piece could not be removed from the motor shaft, rendering the motor useless without a wh removal tool. Case proceeded using backup equipment. Neuro coordinator stated the dr presses too hard and tries to force metal cutting. No injury or adverse effect to the pt was reported.